Event description:
The following has been reported: "repeatedly reports occlusion even when no occlusion is present. Defective pressue sensor was diagnosed on the device. This defective part replaced to new one. Quality control performed after repair, device is functional and safe." Reporting due to the referenced issue (defective pressure sensor) as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.